Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1020858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing leaked during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to hospital on 2021-8-15 with "pain in the left eye for 2 days" and was diagnosed as fungal keratitis. After admission, the patient was given intravenous infusion treatment. In order to protect the blood vessels and reduce the times of puncture, closed venous indwelling needle was used for intravenous infusion because the patient was older and had poor vascular elasticity. After successful puncture on (B)(6) 2021, the patient was given normal infusion. During normal infusion on (B)(6) 2021, it was found that the hose root of the patient's indwelling needle leaked liquid and could not be used again, so another closed venous indwelling needle was replaced immediately to re-puncture and continue the infusion. Causing secondary puncture injury to the patient."